Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Keypad overlay had weak bond at all locations. No number scrolling noted during testing.

Event description:
The customer reported via phone call that numbers were ramping on the screen. The customer reported high blood glucose of 401mg/dl. The insulin pump was returned for analysis.